Event description:
Same event as MFR report #: 2134265-2008-02161. It was reported that during a carotid stenting procedure, stent deployment difficulties were encountered. The lesion being treated was located in the left internal carotid artery (lica). The lesion was predilated. Following placement of the filterwire, the carotid wallstent was advanced into place without any noted issues. Stent deployment was started, with slight resistance noted upon deployment. The markerband of the stent delivery system detached from the withdrawal sheath and constrained the upper end of the stent struts. The remainder of the carotid wallstent continued to deploy fully. The nosecone could not be withdrawn due to the constrained stent, therefore, neither the carotid wallstent delivery system nor the filterwire system could be withdrawn. The markerband was fixed on the end of the stent and could not be moved. The patient was transferred to surgery with all devices in place, and a formal carotid endarterectomy was performed following removal of the devices. No further complications were reported. The patient was discharged from the hospital 3-4 days later, and patient status was reported as 'absolutely fine'.